Manufacturer narrative:
Weight, race, ethnicity: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens -8.5 diopter into the patient's right eye (od) on (B)(6) 2021. The surgeon reports glare/halos. Reportedly, the lens remains implanted. The cause of the event is reported as unknown.

Manufacturer narrative:
Weight, race, ethnicity: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens -8.5 diopter into the patient's right eye (od) on (B)(6) 2021. The surgeon reports glare/halos. Reportedly, the lens remains implanted. The cause of the event is reported as unknown.